Event description:
It was reported, "revision of right hip for unknown reason."

Manufacturer narrative:
Corrected data: device not located for return. An event regarding revision involving an unknown right hip was reported. The event was not confirmed. Method & results: a visual, functional and dimensional inspection could not be performed as the device was not returned. No medical records or x-rays were made available for evaluation. Device history review and complaint history review could not be completed as the device was not properly identified. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of device, pre- and post-op xrays, patient history, histopathology report & follow-up notes are needed to investigate this event further. If additional information and/or device becomes available, this investigation will be reopened. Not returned.

Event description:
It was reported, "revision of right hip for unknown reason."

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown right hip. A supplemental report will be submitted upon completion of the investigation.